Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with intermittent button response and button error alarm during testing. Unable to verify the root cause due to pump is being held for dva. Unit had cracked lcd window, minor scratched lcd window, cracked case at display window corner, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin drip, insulin. Customer was wearing the pump at time of hospitalization. Customer was troubleshooting for pump damage.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Report has updated evaluation codes. The insulin pump was received with intermittent escape and act buttons response and alarmed button error due to corroded keypad traces. The insulin pump passed the displacement accuracy test.